Manufacturer narrative:
Product event summary: initial analysis confirmed the reported event, the display lens was cracked and all four control knobs were missing. It was also noted that the lower case was broken, the ring cover was contaminated, the battery contacts were compressed, the keyboard was damaged and out of mechanical specification and the main printed circuit board (pcb) was out of electrical specification. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis revealed an error code. After an integrated circuit component was replaced typical operation was observed. Conclusion: confirmed the reported failures seen during service and repair of the device caused by a defective integrated circuit component.

Event description:
It was reported that the external pulse generator (epg) had a broken screen and missing knobs. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).